Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the error during troubleshooting. Fse replaced the universal surgical maniapoto (usm) and proximal set up joint (suj) and performed system calibration as per procedure. System verification was completed successfully. Isi has not received the usm associated with this event to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called technical support engineer (tse) to report error 26002. Prior to calling tse, the customer performed system reboot, but the issue reoccurred 3 minutes later. Tse checked the logs and confirmed error 26002, pointing to universal surgical manipulator (usm) - arm 1. Tse asked if it was possible to perform the procedure with only three arms, and the customer confirmed. The customer disabled arm 1 to continue the procedure. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the proximal set up joint (psuj) involved with this complaint to perform failure analysis, and the complaint was confirmed. The psuj was analyzed and found to have no functional issues when installed on an in-house system. The psuj passed all relevant testing on a test fixture. The error codes were confirmed as happening in the field logs, which pointed to the axes controller setup (acu) printed circuit assembly (pca). The usm was also analyzed and found to have no functional issues and pass all relevant testing. The usm was determined to not be the source of the issue. The probable root cause is due to an issue with the acu pca on the psuj.

Event description:
Refer to h11 for follow-up information.